Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate during a colon procedure that the ancillary trocar broken in the anvil. They used another like device. There was no adverse pt consequence. One device returning.